Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped for unknown reasons. Approximately eight years later, an attempt was made to laser extract the lead during a routine device replacement procedure. The extraction attempt was unsuccessful and the lead remains in the patient. No patient complications have been reported as a result of this event.